Event description:
It was reported that, "larger lady started having pain shortly after first surgery."

Manufacturer narrative:
Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.